Event description:
Treatment of an avm. It was reported onyx was found leaking from the tip of the catheter. The catheter was withdrawn from the patient, and a hole was observed at 10 cm from the catheter's tip. No patient injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 25 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter, resulting in pressures exceeding the limits of the catheter.